Event description:
Knee tightness [joint stiffness]. Knee swollen [joint swelling]. Knee very painful [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) patient, initials (B)(6), with osteoarthritis of right knee. The patient's medical history was significant for previous use of synvisc in 2010 without any problems. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, weekly. The lot number of synvisc was not provided. On (B)(6) 2012, the patient experienced knee tightness and her knee was little swollen. The patient received second injection of synvisc on (B)(6) 2012 and the next morning the patient woke up with her knee swollen, tight and very painful. The patient was prescribed treatment with methylprednisolone at a dose of 4 mg. On (B)(6) 2012, arthocentesis was performed and knee was drained as the knee was still swollen and painful. It was reported that draining the knee had helped and reported less pain and pressure was diminished and knee felt better, the action taken with synvisc was not provided. The outcome for the events of "knee tightness" and "knee very painful" was not yet recovered and for the event of "knee swollen" and knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The qa (quality assurance) results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.